Manufacturer narrative:
Investigation determined a loose component interfered with the handpiece's trigger mechanism. This is an isolated occurrence. The incident is reportable because there is potential for injury.

Event description:
Handpiece trigger continued to fire laser after being released by user.